Event description:
Reporter alleged, discrepant blood glucose results of 480 mg/dl back to back with a result of 201 mg/dl, when testing was performed 5 minutes apart on the aviva system. The location of the testing was not provided. As a result, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.